Manufacturer narrative:
The reported complaint has been confirmed. During laboratory analysis, the product surveillance technician (pst) observed the start button was not responding when pressed. A loose connection between the membrane display board and the graphics drive/display boards interface connector p2 due to untightened screws. Tightening of screws re-established the proper connection and enabled the small display assembly to function and start the pump properly. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the pump would not turn on the flow at the local controls. It was able to be controlled through the central control monitor (ccm). He replaced the pump. The unit operated to the manufacturer's specifications. The suspect device will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the power button was not functioning. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.